Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Universal connection piece for knee system came apart and separated. C-clamp came off. No adverse consequence to the patient, no delay and no return as per hospital policy. Procedure was a right total knee.